Event description:
Ous MDR - after an implantation time of about 17 months, it was reported that the pacemaker could not be interrogated.

Manufacturer narrative:
Ous MDR - after its arrival at biotronik, the pacemaker underwent a visual inspection, during which scratches were noted on the inscribed side of the pacemaker. The pacemaker then underwent an electrical incoming goods inspection. The clinical complaint was confirmed. The pacemaker could not be interrogated. Interrogation was performed at room temperature and at 37 degrees celsius. It was impossible to establish communication with the pacemaker. The pacemaker was opened and analyzed destructively. The battery voltage was measured, and it was determined that the battery was completely discharged. In view of an operation time of 17 months, this is a case of premature battery depletion. The electronic module was then analyzed destructively, and increased current uptake was analyzed. A damaged integrated circuit was identified as a cause for the increased power uptake. After exchanging the integrated circuit, the current uptake was regular and the electronic module functioned without deviations from the specifications. The quality and manufacturing documents of the pacemaker were analyzed. No deviations from the specifications during production could be found. The current uptake at biotronik was as expected. In summary, it can be said that an increased current uptake of the electronic module had contributed to the premature depletion of the battery.